Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported "was" the pump time was incorrect on the pump; cause was not known. Customer's blood glucose level ranged between 126-181 mg/dl.